Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during prior follow-ups, high capture threshold and an alert for non-sustained lead noise were observed. Pre-operatively all electrical measurements were normal. The lead was explanted and replaced. The patient condition was fine after the event.